Event description:
After insertion and inflation the balloon popped with four trach tubes of the same size and lot. Ref/product no 8cn85h, size 8.5 mm, and lot 24l0725jzx. Reference report: mw5190630, mw5190631, mw5190632. Pt: 4582. Device: 1069. This report captures: shiley tracheostomy tube- single use, nocuff, 8.0 mm device #1.